Manufacturer narrative:
The customer recalibrated the instrument and repeated patient samples, and all resulted acceptable. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found no issues. Hsc cannot rule out sample specific issues such as a random error or other issues related to sample integrity. The cause of the discordant, falsely ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, once after the initial result and a second time after recalibration. The repeat results were higher than the initial results and the result after recalibration was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.